Event description:
Pt receiving a continuous infusion of heparin when the pump malfunctioned and delivered too large of a dose. The pt's pro-thrombin time was elevated and required protamine to normalize blood levels.